Manufacturer narrative:
Age or date of birth: 1991. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -10.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vault, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: per updated information the lens was exchanged for a longer length lens due to low vault on (B)(6) 2023 and the problem resolved. In the reporter opinion the cause of the event was patient-related factors. Claim#: (B)(4).